Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 375 mg.dl. The customer started throwing up and they went emergency room. Customer was admitted to the hospital. The customer also reported via phone call indicating that the insulin pump had a keypad anomaly. Customer stated that buttons are unresponsive. The customer does not recall any significant events leading to the keypad issue. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit had intermittent button response due to corroded keypad traces. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.